Manufacturer narrative:
The customer reported a faulty mattress. The automatt overinflation occurred during the mattress installation at the facility. There was no patient involvement and no injury was sustained. The field action was performed on the mattress before the complaint. The cause of the automatt over-inflation is incorrect circulation of the air in automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The arjo technician evaluated and tested the mattress. During tests conducted by an arjo technician, the overinflation issue was recreated. The reported overinflation issue was a result of a broken tube of the sensor pad. This is in line with the photos provided from the technician's evaluation. In summary, the nimbus professional mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved in the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).

Event description:
The customer reported a faulty mattress. The automatt overinflation occurred during the mattress installation at the facility. There was no patient involvement and no injury was sustained.

Manufacturer narrative:
The investigation is ongoing. Waiting for the evaluation results. The UDI number is not available as the device was manufactured before UDI implementation.